Event description:
The customer observed a falsely elevated alinity I ca19-9xr result for multiple patients. The following data was provided: (B)(6) 2025, sid (B)(6): initial result = 17.72 u/ml, repeat = 5.57 u/ml, repeat with another alinity = 5.55 u/ml. (B)(6) 2025, sid (B)(6): initial result = 50.84 u/ml, repeat = 4.02 u/ml, repeats = 3.76 u/ml and 4.02 u/ml. It is unknown if the patients have been diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I ca19-9xr assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67280fp00. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lot 67280fp00 and complaint issue. In-house accuracy testing was completed with reagent lot number 67280fp00. An internal ca 19-9xr panel was tested with the retained kit and the testing met all validity and acceptance criteria. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I ca19-9xr reagent lot 67280fp00 was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21/-31, with 510k/PMA/bla number k052000.

Event description:
The customer observed a falsely elevated alinity I ca19-9xr result for multiple patients. The following data was provided: (B)(6) 2025, sid (B)(6): initial result = 17.72 u/ml, repeat = 5.57 u/ml, repeat with another alinity = 5.55 u/ml. (B)(6) 2025, sid (B)(6): initial result = 50.84 u/ml, repeat = 4.02 u/ml, repeats = 3.76 u/ml and 4.02 u/ml. It is unknown if the patients have been diagnosed with pancreatic cancer. No impact to patient management was reported.